Event description:
It was reported that the customer experienced a high blood glucose (bg) level 700-1000 mg/dl with bruising on hands and arms. Customer tried to address the elevated bg by a manual insulin injection. Reportedly the "cartridge appears to not deliver insulin" and the customer is using admelog insulin. Tandem technical support informed the customer that the admelog is off label per the tandem user guide. Customer went to the emergency room and was subsequently admitted to intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2023. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. A manual insulin injection was administered to address bg level. Customer changed the cartridge to resolve the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.